Event description:
It was reported that a customer experienced multiple issues with their device, including a battery depleting from 100% to 0% within 16 hours, a missing usb rubber door, a loose usb charging port, and a top button requiring harder presses to activate. There was no reported impact to the customer¿s blood glucose level. The customer, who was out of warranty and in the process of renewal, declined troubleshooting, and no further information was obtained, leading to the closure of the case by technical support due to inability to calculate the battery depletion percentage.